Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the device withheld therapy due to misdiagnosis of a true ventricular tachycardia as a supraventricular tachycardia. The device inhibited therapy and the arrhythmia continued, making the patient syncopal. Programming changes were recommended.